Manufacturer narrative:
Tech replaced the defective head section caster, hex rod and sims screw to resolve the issue.

Event description:
Complaint alleged that the head section brake was not holding. No injury alleged.